Event description:
When the ventilator was turned to a mode other than CPAP from the standby position, the ventilator would display "high levels" of peep, 7 to 10 cmh20, which could not be dialed out using the peep control.